Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient's death. The patient was in a non-treatable rhythm prior to the inappropriate treatments. Device manufacture date: monitor: 07/21/2016; belt: 12/10/2014.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. Prior to passing, the patient received three inappropriate treatment shocks on (B)(6) 2017. The patient was in the hospital at the time of the treatment event. An arrhythmia was detected at 22:33:00 on (B)(6) 2017. The rhythm was bradycardia at 20 bpm with motion artifact. The first treatment shock was delivered at 23:34:18. The underlying rhythm is unknown, as CPR artifact obscured the rhythm. The post-shock rhythm was asystole. The second shock was delivered at 23:37:20 while the patient continued to be in asystole. The third shock was delivered at 23:53:46. CPR artifact was present at the time of the third shock. Asystole with CPR artifact was detected at 23:54:16. The electrode belt was disconnected at 23:54:19 on (B)(6) 2017. The patient passed away on (B)(6) 2017. There is no indication that the lifevest or inappropriate treatment caused or contributed to the patient's death, as the patient was in a non-treatable rhythm prior to delivery of the treatment shocks. The patient was in the care of medical professionals at the time of the event.